Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had not shut all the way in and had remained open, customer had attempted to push the drawer in, it had hit something hard in the back and appeared that an object had been stuck in the back of the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not shut. The field service engineer (fse) found the drawer jammed upon arrival, ordered a new half-height drawer, removed the old drawer, and swapped it with a new drawer in the storage room. The customer had a spare station that was not used at the moment and received the new drawer that we had used for ed to fix the issue. The drawer was assigned in the configuration and tested. The system functioned as intended after the field service engineer repaired the device.